Manufacturer narrative:
This follow-up is being submitted to relay additional information. Correction: h6 patient code(s) the reported event is not confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified radiolucency at the bone cement interface of the tibial plateau, possibly indicating evidence of loosening, and a suggestion of osteolysis involving the posterior tibial stem; however, the finding of loosening and osteolysis were not confirmed by the x-ray review. No dislocation was seen and no evidence of polyethylene wear was noted. Reported information states only the poly was replaced during the revision surgery. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert rev b, dislocation is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately one year and three months' post implantation due to dislocation.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision approximately one year post implantation due to dislocation after experiencing a fall; however, no revision has been reported to date.